Manufacturer narrative:
UDI: unavailable. See section d for product information received. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
L5/s1 alif. The tip of the inserter broke off into trial. Trial was in the patient so had to be removed with other handle from the kit. Successfully removed from patient. Case continued trial was the correct height so the implant was inserted after that. No further issues. No delays or adverse event to patient. Trial inserter handle 237201100 code not recognised, and 10 degree trial large 14 no product code provided.